Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was initially reported that the cable which allows the flipcutter to switch to 90° broke. The blade was free, not blocked at 90° so it was moved straight out without causing any damage. No initial consequences for the patient. Follow-up investigation: flipcutter was removed by maintaining the blade but the report states that the patient developed an infection with an inflammatory edema on the patellar with fever. This was treated with knee flushing and antibiotics. The analysis revealed the presence of some type of bacteria.